Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 06/26/2025, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor was implanted during an open proximal biceps tenodesis procedure on (B)(6) 2025. After insertion, it was observed that the sutures intended to secure the tendon were severed. Specifically, one of the knotless loops and the repair stitch were both cut. As a result, the implant could not be used for the repair. The remaining sutures were removed from the patient, leaving only the anchor body in place. A replacement ar-3740sp double loaded knotless knee fibertak anchor from the same lot was implanted successfully. No significant surgical delay or patient harm was reported. Additional information was received on 07/03/2025: there was no impact on the surgery, noticeable delay, or additional anesthesia administered. The anchor hole was created with the corresponding reusable drill guide and drill designed for the anchor. The bone quality of the patient was good. The surgeon was able to put another anchor into the exact same hole without issue to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.